Manufacturer narrative:
The cause of the limb ischemia was not determined since product was not returned and all the necessary information was not provided. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After peeling away the sheath during device placement, an angiogram was performed that revealed no flow distal to the impella repositioning sheath on the right leg. Multiple attempts to place an external bypass were unsuccessful. The physician was aware of no doppler pulse of the popliteal artery, and the right leg was much cooler than the left leg. Due to this, the impella was explanted.